Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 953 mg/dl and noticed insulin crystalizing in the tubing near the infusion set. Customer was not in diabetic ketoacidosis but experienced shortness of breath. He was treated with an insulin drip. Customer was wearing his insulin pump at the time of hospitalization. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no leaks were found. Upon removal of infusion set, the cannula was not occluded. Nothing further reported.